Event description:
It was reported that the atrial threshold of this pacemaker system had significantly increased from 0.4v to 4v. It was noted that the right atrial (ra) lead was not capturing which caused the patient to feel symptomatic. No adverse patient effects were reported. This right atrial (ra) lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).